Event description:
The service report shows no audio alarm discovered during testing. The mallinckrodt customer support engineer found wires on switch not making constant connection. The cse inspected the device and re-adjusted the cable. The unit passed extended self testing and was placed back into service.